Event description:
It was stated that the customer was hospitalized for high blood glucose levels over 500 mg/dl. The last infusion set change was three days prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. During the prime test, insulin was noticed along the tubing due to the tubing being cracked. It was unknown whether the tubing cracked prior to, during of after the hospitalization. The diabetes consultant requested that the insulin pump get replaced due to excessive scratched on the screen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as to product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.